Event description:
Registered nurse was scrubbing hub between radial artery lumen and tubing to prepare for line change with alcohol swab and noted blood to be backing up into line. When attempting to draw back blood, air noted to be in syringe and it was noted tubing cracked. Line clamped, requiring replacement. Please note that this is the 2nd radial artery line with a malfunction. Lot number pulled from shelf.